Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, the catheter was unable to cross the lesion. The lesion was located in the left anterior descending (lad) artery. The 2.50mm x 12mm taxus liberte stent delivery system (sds) was advanced, however, the catheter was unable to cross the lesion. It was not known how the procedure was completed. The patient's status is reported as "good". Returned device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device revealed damage to the proximal edge of the stent. The proximal stent struts were raised. This type of damage is consistent with the delivery system encountering some form of restriction. The tip of the device was flared. Damage of this nature is consistent with guide wire movement during attempts to cross the lesion. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.